Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: according to the information received, 3-0 4-0 vicryl suture was used. This complaint is for product code xc200, lot sl2blc: lapra-ty. Product code xc200 was returned for analysis. Please confirm the product code involved for this complaint. This complaint is for product code is xc200, and lot number is sl2blc : lapra-ty suture clip.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/5/2023. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: what suture type was used? What suture size was used? It was 3-0 4-0 vicryl. When the event occurred, was the suture placed near the hinge of the clip? It is unknown. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? It could not be closed, so this complaint was reported. Was the applier checked for damage (jaws straight and aligned)? No damage was confirmed. Was this a robotic procedure? It was laparoscopic procedure. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? It is unknown. The following additional information was requested: according to the information received, 3-0 4-0 vicryl suture was used. This complaint is for product code: xc200, lot: sl2blc: lapra-ty. Product code: xc200 was returned for analysis. Please confirm the product code involved for this complaint. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned samples revealed that xc200 reload was received along with an opened foil, no apparent damage, and two clips loaded. The reload was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed two clips as intended. The clips were as intended and conform to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips were performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04296.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? It could not be closed on the suture properly. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the quantity of devices in which the issue occurred during this procedure? What suture type was used? What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Was the applier checked for damage (jaws straight and aligned)? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified. Related events captured via 2210968-2023-04296.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy on (B)(6) 2023 and suture was used. The clip could not be closed on the suture outside the patient. The device was used on the liver. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.